Event description:
This patient experienced a side branch occlusion of the obtuse arginal branch (om) resulting in the intra-procedure myocardial infarction (mi) after having a cypher stent implanted in the mid-circimflex artery (lcx). This was treated medically and the patient was discharged in stable condition after four days. This patient was admitted to the hospital with a chief complaint of silent ischemia. The patient was currently taking aspirin and tilcid. The patient was taken electively to the cardiac cath lab, where angiography revealed an 85% de novo, concentric, bifurcated, focal (10 mm), b1 type lesion in the mid circumflex artery ( lcx). A bolus of heparin was administered via IV. A radial approach was used for the procedure. The lcx and the obtuse3 marginal branch (om) were double wired in order to protect the collateral flow. The lcx lesion was not predilated.